Event description:
It was reported that the patients ipg was difficult to charge and was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.